Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with another boston scientific crt-d due to the patient's high defibrillation thresholds. Later, the device was retrieved from archives for additional testing on the capacitors.